Manufacturer narrative:
Zoll medical corporation has not rec'd the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, using paddles, the device intermittently displayed a "defib pad short" message. The complainant was unsure if the paddles discharged or not. The clinician obtained another paddle set to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.